Event description:
The ivc (inferior vena cava) filter was deployed. The legs of the filter became crossed during the procedure. The filter was retrieved and a new filter was deployed. The md felt device was defective and it was removed. The md feels this product is "not sturdy enough".